Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a station not communicating. Customer stated that there was a delay in user accessing and issuing the medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating. A field service engineer remotely worked with user and guide them to reseat the network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.